Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported inability to grasp the leaflets appears to be due to patient anatomy. The cause of the reported incomplete coaptation is procedural conditions (refer, (B)(6) ). The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, a flail, and a lateral commissure prolapse. An nt clip (30822a1007) was inserted, but grasping was noted to be difficult. Although difficult, the clip was able to be successfully deployed. To further reduce mr, a second nt clip (30925a1004) was inserted. However, one of the grippers got stuck on the anterior leaflet. Troubleshooting was performed and the clip was removed from the leaflet. It was observed the first clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was then deployed without further issues. To stabilize the slda, a third clip was successfully implanted, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure.